Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported high voltage arcing from the system followed by a loss of system functionality and an un-commanded shutdown. There is no report of a pt injury or death associated with this event.